Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported insertion difficulty could not be conclusively determined. (B)(4).

Event description:
During implant, the stylet would not insert into the lead. The lead was replaced to resolve the issue.